Event description:
It was reported that a new ilet pump user experienced hyperglycemia, with continuous readings showing high and two upward trend arrows after a recent infusion set and supply change; fingerstick measured 502 mg/dl, and the device provided alerts above 300 mg/dl for over 90 minutes. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or acute complications. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance. Investigation included telephone troubleshooting and education, verification of proper site selection, confirmation of insulin delivery through tubing during fill, and guided replacement of supplies. Investigation of this case revealed no evident device or infusion set malfunction and that glucose levels trended downward following troubleshooting and supply change, leaving the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.